Event description:
Event description guidant received information that this epicardial defibrillation lead exhibited low/normal shock impedances during the implant procedure. Following hospital discharge, the shock impedances continued to decrease, and currently impedance measurements show <20 ohm shock impedance. A guidant technical services (ts) consultant recommended evaluating the patient's system. To date, there have been no reported patient symptoms associated with this clinical observation.